Event description:
The carer released the lock to swing patient in the hoist over the bath side it suddenly lowered through the floor boards. The carer tried to stop the seat from dropping and incurred a wrist injury in the process. One person involved.